Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8100 sm: (B)(4) customer stated that he was getting error code 260.4130 and he wanted to know what is the cause and how do he fix it. I explain to the customer that there are two things that will cause this error code. I said to the customer that the first thing that will cause this error code is that you have a upside down sensor harness. I also explain to the customer that if he changes the sensor harness and he still receives the error code that he would have to replace the logic board. The customer said ok I give the customer the part number for the logic board and the customer ended the call by saying thanks. Case resolution: I explain to the customer that there are two things that will cause this error code. I said to the customer that the first thing that will cause this error code is that you have a upside down sensor harness. I also explain to the customer that if he changes the sensor harness and he still receives the error code that he would have to replace the logic board. The customer said ok I give the customer the part number for the logic board and the customer ended the call by saying thanks.